Manufacturer narrative:
The investigation into the delivery system balloon not inflating is ongoing. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the mechanisms described above likely contributed to the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 29mm sapien 3 valve, the delivery system balloon did not inflate. The valve was not able to be withdrawn through the esheath. Post procedure the patient had a stroke.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: balloon leakage was observed over the crimp marker (white band printed on the guidewire shaft), the valve was on the inflation balloon pumpkin, the balloon pumpkin was wrinkled and folded distally after valve removal (likely due to valve being caught on pumpkin), flex tip gouges were observed, and liner deformation was observed on the associated esheath tip (likely due to withdrawal difficulty of the valve and delivery system). No other abnormalities were observed. During functional testing, fluid was observed to leak from the crimp balloon at the crimp marker area. Additional functional testing could not be performed due to the condition of the returned devices (crimped valve over the pumpkin, esheath liner deformed, and damage to crimp balloon). During dimensional analysis, the double wall thickness of the crimp balloon, adjacent to the leakage, was measured and found to meet specification. Imagery was provided and reviewed. The imagery indicated that the patient had severe tortuosity. Valve alignment was observed to be performed in a non-straight section of the anatomy, which most likely created higher forces on the device, and subsequently led to crimp balloon damage and leakage. During retrieval, the valve was not flush/centered against the flex tip and not coaxial with the sheath for proper entry. The flex tip was retracted into the sheath and the valve remained caught at the sheath tip. Withdrawal difficulty was confirmed during the imagery review. The complaint for ¿balloon ¿ leakage¿ was confirmed based on visual and functional inspection of the returned device. However, no manufacturing non-conformance were identified in the returned sample. A review of IFU/training materials revealed no deficiencies. A review of complaint history, lot history, DHR and manufacturing mitigation supported that a manufacturing non-conformance likely did not contribute to the event. The delivery system was able to be de-aired during device preparation with no note of balloon leakage. Therefore, it is likely that the damage to the crimp balloon occurred during the procedure. Based on available information, the balloon was unable to inflate at the native annulus which indicates that the damage likely occurred before or upon the inflation attempt. Imagery review indicates that the patient had severe tortuosity and valve alignment was performed in a non-straight section, which most likely contributed to the crimp balloon damage and subsequently resulted in the leakage. Previous engineering studies have shown that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Gouges seen on the returned device flex tip are evidence of this contact. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the damage to the crimp and inflation balloon area if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for ¿delivery system ¿ withdrawal difficulty- valve, through sheath¿ was confirmed based on visual inspection of the returned device and results from the imagery review. However, no manufacturing non-conformances were identified and a review of IFU/training materials revealed no deficiencies. Furthermore, a review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Based on imagery review, patient/procedural factors most likely contributed to the reported withdrawal difficulty. The valve was observed not to be centered against the flex tip during retrieval. Additionally, the valve appeared to be non-coaxial with the sheath tip which may have also contributed to the withdrawal difficulty as the valve was caught at the sheath tip. The complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty- valve, through sheath¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient and procedural factors may have contributed to the events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.